Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not on. The customer's blood glucose level was 287 mg/dl at the time of the incident. The customer stated that they put the battery in and the screen would not come back on. The customer got the low battery alert and they changed the battery and the screen was blank the customer was not calling back after receiving a new battery cap. The customer stated that the contacts on the battery cap were not missing or damaged. The screen came on and display failed battery and the display was partial. The customer stated that the display did not return to normal. The customer stated that the insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.